Manufacturer narrative:
A correction supplemental report is being submitted for event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the log file data was reviewed during a routine clinic visit and the ventricular assist device (vad) stopped when the controller exhibited a loss of power due to double disconnect. It was also reported that the motor start event was within normal parameters.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2024 at 18:04:02, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 39% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately twenty-two (22) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: (B)(6) 2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: (B)(6) 2024 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a controller power up and ventricular assist device (vad) motor start event which was attributed to a double disconnection of power sources. The vad and controller remain in use. No patient complications have been reported as a result of this event.